Manufacturer narrative:
Title: analysis of 18 complex difuse arteriovenous malformation cases treated with percutaneous radiofrequency ablation source: ge et al. Bmc cardiovasc disord (2021) 21:373 accepted: 20 july 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of 18 patients who underwent radiofrequency ablation of their complex arteriovenous malformations (avm) utilizing the cool-tip radiofrequency ablation 2cm exposed tip electrode with between 2014 and 2019. Complications included fever treated with glucocorticoids, transient hemoglobinurias treated with IV infusion of 5% sodium bicarbonate solution, bleeding which had been stopped after one round of treatment, a tissue necrosis in the original ruptured tumor area along with a penetrating defect in the cheek repaired with a pedicled trapezius myocutaneous fap, and post-operative numbness treated with unspecified nerve management and nourishment, and tissue necrosis requiring operative reconstruction of the defect. Analysis of 18 complex diffuse arteriovenous malformation cases treated with percutaneous radiofrequency ablation; 2021, bmc cardiovascular disorders.